Event description:
Related manufacturer ref: 3004936110-2022-00676. The patient reported that the power supply was frayed and that when connecting the power cord to the outlet, it had sparked. Both power accessories were replaced and the patient reported no adverse consequences.

Manufacturer narrative:
The reported event could not be confirmed. The investigation could not be completed as the device was not received.